Event description:
It was reported that there was undersensing of af (atrial fibrillation). Sensitivity was to be reprogrammed less sensitive to eliminate quiet timer blanking, and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076-58 implantable pacing lead, (B)(6) 2012. (B)(4).